Event description:
It was reported that the drainage eyes on the catheter were placed too close to the tip.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "insufficient eyelet area; eyes too large / wrong placement". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex.. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drainage eyes on the catheter were placed too close to the tip.

Manufacturer narrative:
The reported event was unconfirmed. Six red rubber latex (urethral) catheters were returned opened in their original packaging. When the tip lengths were measured using a caliper, all the tip lengths were found to be within specifications. Since the reported event is unconfirmed, a DHR review is not required. The instructions for use were found adequate and state the following: ¿¿visually inspect the product for any imperfections or surface deterioration prior to use¿. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the drainage eyes on the catheter were placed too close to the tip.